Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009. The patient's medical history included oral submucosal fibrosis, myomectomy, gravida I, parity 1, nabothian cyst and pelvic adhesions. Concurrent conditions included anemia, heartburn, chronic cervicitis, adenomyosis and uterine fibroid. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2008 to (B)(6) 2009 for contraception nos as well as since (B)(6) 2014, cetirizine hydrochloride (zyrtec) since (B)(6) 2014, iron since (B)(6) 2014, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)") and experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced abdominal pain lower ("lower abdominal area"). The patient was treated with surgery (laparoscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the pregnancy with contraceptive device, uterine leiomyoma, depression, anxiety, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, 4 coils were seen in the right ostia and 2 to 3 coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded.status post placement of bilateral essure devices. No contrast fills the fallopian tubes or spills into the peritoneal cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records :pelvic pain , dysmenorrhea, menorrhagia and uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added event abnormal bleeding(vaginal) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and pregnancy with contraceptive device ('pregnancy (termination)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009. The patient's medical history included oral submucosal fibrosis, myomectomy, gravida I, parity 1, nabothian cyst and pelvic adhesions. Concurrent conditions included anemia, heartburn, chronic cervicitis, adenomyosis and uterine fibroid. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2008 to (B)(6) 2009 for contraception nos as well as cetirizine hydrochloride (zyrtec) since (B)(6) 2014, fluticasone propionate (flonase) since january 2014 and iron since (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have uterine leiomyoma ("uterine fibroid") and experienced abdominal pain lower ("lower abdominal area"). The patient was treated with surgery (laparoscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved and the pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, 4 coils were seen in the right ostia and 2 to 3 coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Status post placement of bilateral essure devices. No contrast fills the fallopian tubes or spills into the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain , dysmenorrhea, menorrhagia and uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received : this case became incident. Reporter information were added. Date of insertion and date of removal were added. Concomitant drug and medical history were added. Lab data were updated. Event: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pregnancy(termination), device ineffective, lower abdominal area, uterine fibroid were added. Event verbatim were updated as physical pain/pain. Outcome of the event pelvic pain was updated as recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.